Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821. H3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. The system camera struggled to see the navigation instruments and frame. The instruments kept flickering in and out, even after cleaning. Further troubleshooting included making sure the passive markers were on all the way and adjusting the camera. The site was able to navigate the entire case, but it took extra patience from the surgical team. Camera replacement would hopefully resolve the issue. The issue resulted in a procedure delay of less than one hour. There was no impact on patient outcome.